Event description:
According to the reporter: the tip of the device burned causing the liver to burn as well. No further information about the patient was provided and there was no additional report of patient injury. No burn treatment details were provided.

Manufacturer narrative:
(B) (4).